Manufacturer narrative:
Correction made to d1: brand name: ni (previously submitted as folfusor). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during patient use of an unspecified elastomeric device. The device had been filled with piperacillin/tazobactam. Approximately 20-30 ml infusion was left after 24 hours. There was no visible problem with the device and the line flushed well. There was no report of patient injury or medical intervention associated with this event. No additional information is available.